Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, thrombosis formation or embolism and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The manta instructions for use also lists potential adverse events associated with any large bore intervention, including the use of manta including arterial damage and vessel laceration or trauma.

Event description:
The patient had an endovascular aneurysm repair (evar) procedure on (B)(6) 2020. Manta 18f vascular closure device (manta) was used for femoral access closure. It was reported the patient's femoral vessel had posterior calcium present. Deployment of manta was reportedly achieved using good technique and no identified concerns related to deployment. The depth deployment for manta was measured at 3.0 cm + 1.0 cm and according deployed at 4.0 cm depth. The patient complained of leg pain post-operatively. The patient was returned to the operating room where the femoral vessel was noted to be occluded. The exact area of occlusion is unknown. However, the area of occlusion was reportedly ballooned, and normal blood flow was restored. The reporter gave no indication regarding the suspected cause of the occlusion. It is noted, however, that at the time of closure using manta, heparin was not given during the procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram image received showed good flow post-procedure. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the cause of the occlusion is possibly due to the absence of heparin during the procedure causing the blood to clot within the vessel, plaque present, mispositioned toggle, collagen in the vessel, or possibly a dissection present could have blocked the flow. Dissections are a common large-bore procedure complication. Therefore, it cannot be determined if the dissection would have occurred prior to or during the deployment of manta. The exact cause of this occlusion is undeterminable due to insufficient information available and this incident being reported several days after the event. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices: ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, thrombosis formation or embolism, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.